Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the balloon ruptured at 14 atm during the procedure in the left subclavian. The balloon was removed intact and without incident. There was no patient injury reported. No additional information available.